Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) and upstream occlusion (uso) seals were damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The dso and uso seals were replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. E1 phone: (B)(6).

Event description:
It was reported that the pump is not infusing the correct amount. There is unknown patient involvement.